Manufacturer narrative:
H3 - device evaluated by manufacturer: the device was returned for engineering analysis and a complaint was not confirmed. The needle passed all gas leak and electrical tests . No bubbles were noted during any of the leaks tests performed. Visual inspection noted a corrosion mark on the needle shaft surface. To determine if the observation was caused by a manufacturing problem, the internal surface of the shaft was examined using a borescope. No signs of corrosion or flux residuals were seen. There was no failure found.

Event description:
It was reported that air bubbles were seen from the needle shaft during testing. An iceforce 2.1 cx 90 degree needle was tested prior to a procedure and bubbles were present toward the needle tip. The procedure was completed with a different needle. No patient complications were reported.

Event description:
It was reported that air bubbles were seen from the needle shaft during testing. An iceforce 2.1 cx 90 degree needle was tested prior to a procedure and bubbles were present toward the needle tip. The procedure was completed with a different needle. No patient complications were reported.